Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was discolored and abnormal additive in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during our production today, one of our technicians discovered a non-compliant sst tube. Indeed, it had 2 defects, namely: the gel present in the tube is pushed up into the upper part. The top of the frost, near the opening, showed a real darkening of the medium.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper gel migration and fm in tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that there was discolored and abnormal additive in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from french to english: during our production today, one of our technicians discovered a non-compliant sst tube. Indeed, it had (B)(4) defects, namely: - the gel present in the tube is pushed up into the upper part, - the top of the frost, near the opening, showed a real darkening of the medium.